Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced site issues with the infusion sets. The site issues were of the same type, specifically leaking at the infusion set insertion site. The event date for the issue was reported as 10-may-2024. The duration of use for the infusion sets is unknown. The patient's blood glucose (bg) at the time the issue was noticed ranged from ~300-359mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. No further information available.